Manufacturer narrative:
No service or repair has been requested by the user facility. It was communicated that the support arm broke at the bottom of the support arm while setting up for patient use. No parts or pictures were returned for investigation. Since no parts were returned for investigation, the root cause has not been determined. H3 other text: 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator's support arm that is holding the patient tubes, broke while setting up for patient use. There was no patient involvement. Manufacturer's ref #: (B)(4).